Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Based on the information provided by the surgeon, there is no functional complaint with the product, the revision was due to the patient having a biofilm infection. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Dr. (B)(6) reported a tmj revision surgery occured due to infection.